Event description:
The customer contacted physio-control to report that their device would power off by itself. The customer observed that the monitor screen would flicker. When the device was tilted back the device would power off. The device was able to power back on. This issue occurred multiple times. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. As a precaution physio-control replaced the battery connector pins and the battery contact assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.